Event description:
Reportedly, oversensing due to minute ventilation sensor seen at the implantation while the device was still in the box.

Manufacturer narrative:
The files provided are not related to the serial number noticed in the complaint. In addition, they are unusable to perform any analysis. Nevertheless, based on the description and the video provided, the most likely hypothesis is as follows: - during the last phase of the manufacturing process, a value was entered for the ventricular lead impedance measurement due to a software bug. - this bug can occur in very specific conditions which have been met in this case, leading to a suspicion of lead connection. - the automatic implantation detection was forced before the confirmation of connection by the user before the implantation procedure (device still in the box). - since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. To prevent a new occurrence, it is recommended to either set the automatic implantation detection at off, or not force the automatic implantation detection, or to connect the leads before forcing this algorithm in order to erase the previous value entered by this software bug. In case of new occurrence by forcing the automatic implantation detection when the device is in the box, once the leads will be connected, the mv oversensing will disappear.

Event description:
Reportedly, mv oversensing seen at the implantation while the device was still in the box.

Manufacturer narrative:
The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.